Manufacturer narrative:
(B)(4).

Event description:
Pinnacle pfs, medical records and implant sticker were received were part and lot number were identified. In addition to what were previous alleged, pfs alleges injury numbness, corrosion and metallosis. After review of the medical records for MDR reportability, it was stated that the patient was revised to address pain, metallosis and pericapsular cyst. Revision notes reported some synovitis, fibrous tissues and some hypertrophic tissues where MRI does reveal an intracyst. Pathology results shows chronic inflammation. Doi: (B)(6) 2009 ; dor: (B)(6) 2017 (right hip).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. 10/29/18: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dec 27, 2017: (B)(6) litigation received. Litigation alleges pain, difficulty, corrosion and friction wear is believed to have caused amounts of toxic-chromium metal debris to be released into patient's tissue surrounding the implant. Doi: (B)(6) 2009 ; dor: (B)(6) 2017 (right hip).

Event description:
Ppf alleges metal wear. Corrected patient initials. Doi: (B)(6) 2009. Dor: (B)(6) 2017. (Right hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).